Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No moisture damage electronic assembly and no button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the customer was working out and the insulin pump was exposed to sweat and moisture can be seen under the screen. It was also reported that the insulin pump alarmed button error. Blood glucose value was 334 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.